Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was heating up and making a rough sound while running. This event was not related to surgery. There was no human patient involvement as the device was used for cadaver purposes only. There were no reports of user injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device temperature exceeded the reading of 118 degrees fahrenheit after 30 seconds run time, which is greater than the manufacturer specification (temperature shall not exceed 118 degrees fahrenheit). The device reflected noise with a reading of 95 decibels which is greater than manufacture specification (sound level must not exceed 76 decibels) and that the small bearing was worn out and there was debris deposit build up on pawl release. It was also observed that the device failed the failed noise and handpiece temperature assessments pre-tests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.